Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultrascore 035 was returned for evaluation. No evidence of catheter shaft rupture was noted and no other anomalies were noted during the visual evaluation. On functional testing, the returned catheter was inflated with an in-house presto inflation device and water was noted to be leaking from the coil of the strain relief. However, the source of leak is unknown due to the coil position, and no deformation noted to the coil. As the device leaked from the strain relief of the catheter during the functional testing and no catheter shaft rupture could be noted during the visual evaluation, the investigation is confirmed for the identified leak and the investigation is unconfirmed for the reported catheter shaft rupture respectively. A definitive root cause for the reported catheter shaft rupture and identified leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery via the femoral access, the pta balloon shaft was allegedly burst at 8 atm. It was further reported that during the inflation of the balloon, pressure was found to be decreased. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure in the left superficial femoral artery via femoral access, the pta balloon shaft was allegedly burst at 8 atm. It was further reported that during the inflation of the balloon, pressure was found to be decreased. The procedure was completed using another device. There was no reported patient injury.